Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in the subject device the lamp intermittently switches to spare lamp despite having a new bulb in it. The issue occurred during set up of the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pump air tubing has debris and clogged fan air vent causes overheat the unit a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device is intermittent due to clogged fan air vent causes overheat the unit and goes to spare lamp. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.